Manufacturer narrative:
The reported event of high impedance and inadequate capture was not confirmed. As received, a complete lead was returned in one piece with helix retracted for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found no anomalies of the lead. X-ray inspection found over-torque of the inner coil consistent with the procedural damage.

Event description:
During implant, abnormal capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.